Manufacturer narrative:
(B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient may require a revision procedure due to unknown reasons. However, no revision has been reported to date.

Manufacturer narrative:
Upon review, an alleged deficiency has not been reported. The initial report was forwarded in error and should be voided.